Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the reported "keypad malfunction "ok" key stuck", which was reproduced as an inoperable keypad. During evaluation, the 3rd soft key, ok key, #2, #5, and #8 keys were found inoperable due to a failing keypad. The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue. This MDR was initially reported due to the absence of event information. Upon evaluation of this device, it was determined that the related malfunction is unlikely to cause a substantial risk to the patient and is determined to not be a reportable event. Manufacturer report number 1314492-2016-01421 can be removed from the FDA database.

Manufacturer narrative:
(B)(4).the device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a keypad malfunction where the "ok" key was stuck. It was also reported there was no patient injury.